Event description:
It was reported that, during an inflatable penile prosthesis (ipp) implant procedure, the medical staff noted a hair in the reservoir; therefore, a different reservoir was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) reservoir underwent a thorough analysis. The component was microscopically inspected, and leak tested. No leaks were identified; however, a strand of hair inside the reservoir was identified. Based on the information available and analysis results, the foreign material identified in the reservoir could have caused or contributed to the reported clinical observation.

Event description:
It was reported that, during an inflatable penile prosthesis (ipp) implant procedure, the medical staff noted a hair in the reservoir; therefore, a different reservoir was used to complete the procedure. There were no patient complications reported.